Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent unexpected resets occurred. Upon starting back up, the customer found that the pump history displayed inaccurate data. There was no reported impact to the customer's blood glucose level. Reportedly the customer had an alternate method of insulin delivery.